Event description:
Patient was revised to address stem loosening.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database did not show any other reports against the product and lot combination. A review of the device history report did not reveal any anomalies regarding the reported event against the product and lot combination. The investigation could not draw any conclusions regarding the reported event with the information available: however based on review of the provided x-rays it appears that the stem was too small for the patient, and it was in a varus position. The stem may have never been very stable. Additional contributing factors could have been the patient weight and the offset of the stem which increases the lever arm. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.